Manufacturer narrative:
Updated fields: b4, d4(UDI), d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields: d5, e2, e3, h6(problem code ). Additional information: event site postal code:(B)(6). A getinge field service engineer (fse) had inspected the unit and to resolve the issue, the fse removed and recoiled the retractable coil and after reassembling the coil is working correctly. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only**.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was a reported during a routine check the cardiosave intra-aortic balloon pump (iabp) mains lead/power cord had become trapped round a pillar inside the power supply. There was no patient involvement reported.